Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection was performed at a normal condition of illumination and no discrepancies were found. Functional testing was performed, a syringe was used to infuse water into the assembly (ay) bag, and no leakage was detected. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd cassette reservoir leaked during the administration of fluorouracil. It was reported that it's possible that the leak was from the connection between the cassette and the extension set. The medication was supposed to be infused over a one-week period; however, due to the malfunction two days of treatment were missed. The medical doctor chose to restart the dose at a different scheduled time. There was no reported injury to the patient.